Event description:
Pca malfunctioned when attached to patient while trying to deliver the loading dose and after pressing "run". Pca machine unable to deliver medication. Message indicated that operator should press pause and then resume. Pressing pause and then resuming failed to resolve issue. Another pump was obtained so therapy could continue.per biomed:recent events have been related to a couple different issues: failed power transformer cords, upstream occlusions related to the use of syringes instead of bagged fluids and defective bolus cords. This pump has had the patient bolus cord replaced 5 times in a period of 27 months.